Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary failed to detect on the communication bus, preventing users from accessing medications for a patient. This incident resulted in a delay to patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer 2.1 had a failed pocket on auxiliary 7. A field service engineer implemented a dissipation shutdown and restart procedure, successfully restoring the pocket connections to resolve the issue. Additionally, preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshot the device.